Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample is for this complaint and complaint tc 190005 4561. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the sample appears used as there is biological material present on the device. No other defects or anomalies were observed. The stapler was received with 19 staples left in the cartridge indicating that at least 16 staples were fired by the end user. The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample is for this complaint and complaint tc 190005 4561. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the sample appears used as there is biological material present on the device. No other defects or anomalies were observed. The stapler was received with 19 staples left in the cartridge indicating that at least 16 staples were fired by the end user. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must other remarks: be squeezed all the way in." The reported complaint of "staples fell from stapler" could not be confirmed upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler. No further action will be taken.

Event description:
The staples were jamming. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staples were jamming. There was no patient injury.